Event description:
It was reported that patient presented to the clinic after receiving an alert for high, out of range high voltage lead impedance. The high readings were not reproduced in clinic. The svc vector was programmed off and a dft test was successful. The patient was in good condition. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.